Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed "cannot dump", status 93" and "status 104" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for evaluation and this complaint is still under investigation.